Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation was unable to duplicate slippage. The clamp does have some movement, but when put under pressure, it does not move. Since a patient injury was reported, the unit was sent to quality engineering (qe) for further investigation and the initial findings were confirmed by qe with no additional device deficiencies observed. Unrelated to the complaint issue, the unit had slightly worn teeth on the swivel sleeve, and the washers and retaining rings also showed signs of wear. To resolve the wear issues, all worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. But does show signs of wear, which is consistent with routine use. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a

Event description:
This is 3 of 3 reports linked to mfg report numbers (B)(4): a facility reported that the mayfield swivel adaptor (a1018) slipped and scratched the patient's skull. It is unknown if there was a delay in surgery. Additional information has been requested.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.